Event description:
It was reported that the patient's system was explanted because of an infection. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Product ID: 3889-28, lot# va02a9p, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the device, serial #(B)(4), found it functionally okay with insignificant anomalies. Analysis of the lead, lot #va02a9p, found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.